Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a and annex g). Investigation ¿ evaluation as reported, during a flexible ureteroscopy and stone removal procedure the user detected that the handle of 'ngage nitinol stone extractor' could not open or close the basket. A similar device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. A document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi) and quality control procedures. Additionally, a visual inspection and functional test of the device were conducted along with interviewing personnel. One ngage nitinol stone extractor was returned to cook for evaluation without package or label. Upon inspection the basket had separated from the distal end of the basket sheath. When handle was actuated, the basket did not open/close. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified three other complaints associated with the reported device lot. Two out of the three recorded complaints are related to the current failure mode. The product IFU t _ ntp_ rev1 was reviewed and the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, a cause had not been determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: customer phone = (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a flexible ureteroscopy and stone removal procedure the user detected that the handle of 'ngage nitinol stone extractor' could not open or close the basket. A similar device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.